Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate there was no speaker sound, but when using the speaker test tool the speaker sound was found to be working. Based on the investigation results, the issue was found to be a intermittent issue for which the speaker was replaced. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The device was operational after replacing the speaker, and the device was returned to the customer. If additional information is received the complaint file will be reopened.

Event description:
During evaluation at bench repair, it was identified that the mx40 1.4 ghz smart hopping had no audio. The device was not in use on a patient at the time of the event, there was no patient involvement.